Event description:
It was reported that malfunction alarms occurred intermittently. Customer's blood glucose level was 367 mg/dl. On (B)(4) 2025, customer went to the emergency room and was subsequently admitted to the ob ICU (obstetrical intensive care unit). Customer was treated with intravenous fluids of saline and insulin and was discharged on (B)(6) 2025 with the issue resolved and no permanent damage. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.